Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 414mg/dl. The customer treated with manual injection and drank water. Customer declined any troubleshooting and did not indicate what led up to their high blood glucose. There was no further information provided by the customer or by troubleshooting.